Manufacturer narrative:
The device was not returned to olympus for inspection. However, inspection was performed by the repair center. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for corrosion inside light guide lens was traced to component failure. However, the most probable cause for foreign object could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion inside light guide lens, dirty, foreign bodies and adhesive around the lens. There was no patient involvement.